Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported may be consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. A review of the lot batch record concluded that this product was formulated and manufactured according to local and global specifications. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported using product for one to two years without issue. Upon consumer¿s purchase of a twin-pack, consumer rinsed lenses with solution. Prior to closing the lid on the solution-filled lens case, the consumer reported noticing foaming. Consumer tried second case with second solution bottle and reported that again the case started foaming prior to closing the lid. Consumer inserted lenses the next morning and reported experiencing irritation after a few hours. Consumer continued to wear lenses for approximately four hours. Consumer reported visiting eye care practitioner who advised consumer to use over-the-counter systane gel and recommended discontinuation of lens wear for one week. Information obtained from eye care practitioner indicates patient informed doctor that she had an allergic reaction to the solution. At time of visit, patient presented without any ocular symptoms; eyes were clear. Doctor reported that patient has long standing history of allergies. Doctor could not corroborate patient¿s claim that she was instructed to use systane; doctor did not recall making this recommendation to the patient. Doctor reported patient to be recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.